Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) level of 444 mg/dl, and also indicated that bg level rose above 500 mg/dl. Bg was treated via manual injections. Reportedly, multiple supply changes were performed to address occlusion alarms. Although requested, no additional information was provided.